Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call and wanted to check insulin pump as was experiencing high blood glucose of 484 mg/dl. Blood glucose at time of call was 308 mg/dl. Troubleshooting found that the customer's drive support cap was normal but customer declined to troubleshoot any further issues except for high pressure test which did not pass. Troubleshooting indicated that the device was performing as designed but informed customer to monitor pump and follow up with doctor regarding high blood glucose. Customer was informed that new replacement infusion sets would be provided to him.